Manufacturer narrative:
H10: per additional information, there was no deviation from IFU (instructions for use) in reprocessing steps for the area where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the foreign material (black rubber-like material) clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. - IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced an insufflation (insufficient air/water flow) problem. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: insufficient reprocessing (the nozzle clogging/foreign material remained/clogged) due to insufficient reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.